Event description:
Literature was reviewed regarding ventricular assist device (vad) implantation performed via median sternotomy (ms) versus a less-invasive approach related to right ventricular failure (rvf). The authors described some patient deaths within fourteen days of vad implant due to severe rvf. There were other deaths within thirty days of the vad implant with a higher number of deaths in the median sternotomy group versus the less-invasive group. The causes of death consisted of sepsis, recurrent ventricular tachycardia (vt) which required defibrillation, renal failure which required renal replacement therapy, rv dysfunction, hypoxemic respiratory failure (pulmonary hemorrhage, or acute respiratory distress syndrome), intracranial hemorrhage with herniation, diffuse brain injury, ischemic cerebrovascular accident (cva), bowel ischemia, vasoplegia, bowel pseudo-obstruction, progressive multiorgan failure, rvf, and liver/kidney failure. There were patients in both groups who experienced severe rvf defined as elevated postoperative central venous pressure (cvp) coupled with clinical manifestations of peripheral edema, ascites, hepatomegaly, or laboratory evidence of worsening hepatic or renal dysfunction and the need for inotropic support, inhaled nitric oxide, or intravenous vasodilators. Other patients experienced strokes, major bleeding in which patients were transfused with packed red blood cells (prbc), fresh frozen plasma, or platelets, readmission for right heart failure, extended stays in the intensive care unit (ICU), and patients who required mechanical ve ntilation. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: right ventricular function following sternotomy versus a less-invasive approach for left ventricular assist device implant: retrospective cohort study. Journal of cardiothoracic and vascular anesthesia. 2025. 39; 79-87. Doi: 10.1053/j.jvca.2024.04.044. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.